Event description:
A medtronic representative reported that during a spine fusion procedure, the surgeon was placing a screw with a driver when the tip broke off into the screw head. The surgeon was able to use a universal removal set and sterile pliers to remove the screw attached to the broken driver tip. A new hole did not need to be drilled or tapped. Another driver was used from the hospital instrument set to place a new screw using the existing screw hole. The new screw was reported to have good purchase with no impact to the outcome of the patient.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the instrument had been broken off. The reported event was confirmed. The most likely cause was that excessive force was applied to the device during use. The device was replaced to resolve the issue.